Event description:
The user facility reported that the device displayed color bars (no image). No patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be determined. This report will be supplemented when the device for evaluation, and if new information is obtained from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event of "displayed color bars (no image)" was confirmed and caused by a faulty charge-coupled device (ccd). It was also confirmed that color bars were displayed when the subject device was connected. The repair center also found a damaged cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon of noisy image occurred due to failure of the charged coupled device (ccd). The cause of the faulty charged coupled device (ccd) could not be identified. The reported phenomenon of color bars displayed occurred because a scope was not detected due to dust, water scale, or dirt adhered to the detection signal wire located between the scope and the processor. The root cause of the detection signal wire problem located between the scope and the processor could not be identified. The contents in the then instruction manual were checked and determined that the phenomena might have been prevented by following these descriptions. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.". Olympus will continue to monitor field performance for this device.